Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. All other lead diagnostics were noted to be stable and acceptable. No adverse patient effects were reported. This product remains implanted and in service. The physician will continue monitoring.

Event description:
Additional information was received that out of range pacing impedance measurements continue to be observed. Additionally, noise and increased threshold measurements were observed. The noise was not oversensed. The physician will continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.